Event description:
A malfunction was reported on the pump by the caller, however, no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, as the customer had not reported or reset the malfunction within the past 24 hours.